Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 34 first prime pulses and was deactivated at 44 pulses upon completion of the second priming sequence. The firing flat had not reached the firing position at the end of second prime due to a failure of the hook talon to detent the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.